Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removing the 7x40 precise pro rx ous carotid system self-expanding stent (ses) from its packaging, approximately 1/3 of it was uncovered. An attempt was made to re-cover the stent, but without success. There was no reported patient injury. The stent was not used/implanted in the patient. The device and packaging were inspected prior to use, and an anomaly was noted. The user was trained on the device.the device will be returned for analysis.